Manufacturer narrative:
The returned device was evaluated. The tip of the hook was confirmed to have fractured off. It is possible that while attached to the anchor, the removal hook was used in an off axis manner which could overcome the material capabilities of the device. It is also possible that the device had weakened from previous cases, subsequently allowing it to fracture in this case. A review of the DHR did not identify any manufacturing issues that would have contributed to this event.

Event description:
It was reported the a removal hook during surgery while the surgeon was removing an anchoring plate. There were no patient impacts associated with this event.